Event description:
It was reported that there was an error code 46510. There was no patient involvement.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump error code 46510 was replicated on the pump power up test. The cause of the customer reported problem was the defective printed wiring assembly (pwa) board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa board, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.